Event description:
Signs/symptoms/diseases being reported: pain, difficulty/inability to ambulate, poor rom. Resulted in inpatient hospitalization. Related to device - no, resolved as of (B)(6)2006.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.